Manufacturer narrative:
Other applicable components are: product ID: 37086, serial# unknown, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported the impedance of the patient's dbs system was 40,000 ohms. A fracture or connection anomaly was suspected, however details were unknown. The extension was replaced on (B)(6) 2018. The impedance was normal after replacement of the extension. No patient symptoms or further complications were reported as a result of this event. Impedance information: right lead configured 1x4 at amplitude of 3.00: c&0, 30363 ohms, c&1 >40,000 ohms, c&3 >40,000 ohms, 0&1 >40,000 ohms, 0&2, 24572 ohms, 0&3 >40,000 ohms, 1&2 >40,000 ohms, 1&3 >40,000 ohms, 2&3 >40,000 ohms.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.